Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection revealed the tubing was torn exposing the nitinol frame and wires beneath it. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported damage remains unknown.

Event description:
This report is to advise of an event noted during analysis revealing an exposed wire.